Manufacturer narrative:
Reported issue: plastic hand piece cover came off. Case type: tka. Surgical delay: =15 minutes. Update: no - debris left in patient, no - components missing when issue occurred. Product inspection: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Device history review device history records indicate (B)(4) were manufactured under lot 42090618 and were accepted into final stock on 12 july 2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42090618 shows 3 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. H3 other text : device not returned.

Event description:
Plastic hand piece cover came off. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Plastic hand piece cover came off. Case type: tka. Surgical delay: 15 minutes.